Manufacturer narrative:
(B)(4). The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot or relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot or relabeled lot. It should be noted that per instructions for use (IFU) peripheral stent system omnilink elite: use the stent system prior to the ¿use by¿ date specified on the package. In this case, the reported instructions for use (IFU) used after expiration, did not appear to have caused any reported device issues or adverse patient effects. Additionally, the physician is aware of the use of the device after expiration date. The investigation determined the reported use of the device past the expiration date appears to be related to user error. Based on the reported information, it is likely that the expiration date was not verified before use of the device. There is no indication of a product quality issue with respect to the design, manufacture.

Event description:
It was reported that an 8x39mm omni elite 35 balloon expandable stent (bes) was implanted in the patient after the labeled expiration date of 11/30/2019. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.